Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the auxiliary water channel and insertion section was unable to be further specified. The root cause of the suggested phenomenon was presumed to have been due a pinhole on the universal cord, causing a loss of water tightness and leakage - this in turn disallowed a proper reprocessing of the device. A further cause of the pinhole leak could not be presumed. It is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). The events can be detected and prevented in accordance with the following IFU: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects inside the jet tube and connecting tube. There were no reports of patient involvement.